Event description:
Technical faults: 231008 and 231013.

Manufacturer narrative:
Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Hamilton medical ag did not receive the ventilator itself for investigation. The technical events and failures reported by the user and described in the event description could be confirmed. The device did not start-up. The root cause was a defective o2 mixer assembly. The service engineer on site replaced the o2 mixer assembly and the device functioned as intended again. There was no patient or user harm. The production date of this device is dec 17th 2009. No UDI available.